Event description:
Boston scientific received a call from the patient's spouse stating the patient passed away approximately two months ago and they believe the death was device related. Our records indicate the patient passed away one week following the cardiac resynchronization therapy pacemaker (crt-p) implant procedure. There were no reported allegations from the field or any medical professional that the device or procedure caused or contributed to the patient's death. Additional information was obtained from the field representative after speaking with the hospital's nurse practitioner. The hospital records indicate that prior to the crt-p implant, the patient had a tee which was negative for thrombus. They attempted a cardioversion which failed to convert the patient so she was placed on amiodarone, which did not work either. A second cardioversion was done and also failed. The patient then underwent the crt-p implant which was successful and avn ablation. The field representative confirmed that implanted devices are always interrogated the following morning after the procedure so she felt it was reasonable to presume the device was functioning appropriately then as the patient was discharged that next day. The medical records indicate the patient never returned for any follow-up care. The hospital and physician was not aware of the patient's death.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.